Event description:
It was reported the pt experienced problems with recharging as well as telemetry, coupling and communication issues. An over-discharge was suspected. Pt compliance and education issues were primary reasons for the over-discharge. The pt had not had stimulation for 4-5 months. This was the pt's second over-discharge. Once the battery was charged, high impedances on the lead were noted. The pt had the system explanted and a new system implanted. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
Continuation of d11: product ID 3487a lot# l45694 serial# implanted: 1997-(B)(6) explanted: 2009-(B)(6) product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that there was a problem with recharging. There were coupling and communication issue and an overdischarge was suspected. The patient¿s compliance was the primary reason for overdischarge. Patient education issues were the primary reason for the overdischarge. The patient saw her health care provider the week prior to the report. Additional information was received from am manufacturer representative regarding the patient. There was a problem with the implantable neurostimulator and the patient had not had stimulation for 4-5 months. This was the patient¿s second overdischarge. Once the manufacturer representative was able to charge the battery after a physician mode restart, it was noticed that the lead had high impedances. The patient had the system explanted and a new system implanted. It was determined that the lead was broken. Additional information was received from a consumer regarding the patient on 2018-(B)(6). It was reported that when they replaced the device in 2009, they put new leads in because the other leads had burnt out because she had used it so much. They were only using to and then switched to the other two, and the manufacturer representative tested it and found out that the leads broke somewhere in there and would not working. The patient met with a manufacturer representative around (B)(6)of 2009 and he had tried to get it to charge. The manufacturer representative said that is why the patient could not get it to talk because the leads were broken. The implantable neurostimulator and leads were replaced in 2009. There were no further complications reported or anticipated.